Event description:
It was reported that the insulin pump had a blank display with a continuous tone all day long. It was stated that the customer did not pay attention to the insulin pump, and allowed it to continue alarming. It was stated that the customer had to go to the hospital for treatment of her blood glucose levels as she did not have a back up plan. It was also stated that the insulin pump had been alarming no delivery. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.